Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and additional leads were added. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.